Event description:
The user facility reported pressure increase in the capiox rx05 device. Follow up communication from the user facility reported the following information: a fontan operation was conducted with capiox rx05; after the pump started, the temperature of blood going to the patient was set to 30°c; just after that, the pressure at the inlet port increased and the high pressure continued; as platelet aggregation in cold condition was considered and ht was 34%, the temperature was raised and the ht was decreased; the pressure at the inlet increased continuously, the outlet did not change; finally, the operation came to pump off; the operation was completed successfully; and there was no harm to the patient.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies. Another visual inspection of the actual sample after it having been rinsed with saline solution, did not find any thrombus formation. The actual device was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside. The fiber winding was confirmed to be in the normal state. The fiber layer was removed from the winding in increments of 2mm and each layer was subjected to visual inspection. Red thrombus was found to have formed on the fiber layer after 12mm in thickness was removed. The removed fiber layers were inspected under magnification. White thrombus was noted to have formed all over the surface of the fiber on each layer. The outer cylinder was removed from the heat exchanger module for closer inspection of the inside. White thrombus was found to have formed on the heat exchanger, plugging the grooves of the heat exchanger. Electron microscopic inspection of the fiber on each layer on the front side of the fiber winding revealed the aggregation of erythrocyte components, including the red cells and blood platelets, on each fiber layer. A review of the perfusion record revealed the blood pressure before the oxygenator was noted to have gotten increased as time proceeded. An increase in the blood pressure before the oxygenator was noted while the blood temperature at the outlet port of the oxygenator was falling down. The increase in the blood pressure before the oxygenator was also seen while the blood temperature at the outlet port of the oxygenator was rising up. A review of the device history record of the involved product/lot# combination confirmed there were not any indications of production-related problems. A search of the complaint file found no previous report of this nature with the involved product /lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the blood property of the patient was changed due to some factor(s), which led erythrocyte components to be prone to get agglutinated. The device labeling does address the potential for such an event in the instructions-for-use with statements such as; "adequate heparinization of the blood is required to prevent it from clotting in the system." And "do not reduce heparin during circulation. Otherwise, blood clotting might occur." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).